Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented to clinic after receiving a patient notifier. The device was found to have reached eri prematurely. At follow-up one month prior, the device reported 4.4 years to eri. The device reached eri after 4.25 years. Device was explanted and replaced without complication.

Manufacturer narrative:
.